Manufacturer narrative:
Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product was returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a faulty water pump no longer recirculating water. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Date of event and d4: UDI section are unknown, no information has been provided to date. 510k is blank, this catalog number is not sold into the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer had a device that was issuing a high temperature warning. The device would not recirculate the solution inside the set. The pump started to vibrate or work but there was no recirculating solution inside the set. "The temperature continued to rise until the temperature went up to start the device by issuing a warm high temperature". Patient involvement is unknown.